Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The pacing lead had dislodged and exhibited pacing failure three years post implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.